Event description:
Implant doesn`t fit with the guide system guiding sleeve. Implant had to removed in the same surgery. Another implant wasn`t placed.

Manufacturer narrative:
Implant doesn`t fit with the guide system guiding sleeve. Implant had to removed in the same surgery. Another implant wasn`t placed. No product problem detected. The reason for the complaint is not comprehensible. The guide section of the insertion post was checked in the analysis in accordance with the specified test methods and fully complies with the specified requirements of the manufacturer. In addition, the insertion post (including implant) can be easily inserted and removed using a guide progressive line sleeve. Dentist should have consulted instruction for use to prevent this from happen.